Event description:
An ipp device was implanted, date and details not indicated. On 8/4/97 the ipp device was removed from the pt and an ambicor device implanted due to ruptured cylinder. Ams has requested add'l info.